Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported consult to vast placed due to catheter "leaking". Vast arrived at bedside to assess. PICC line found to be leaking from insertion site. Cxr ordered. Cxr appears to show line perforation around 3cm from hub. Spoke with mis bariatrics to inform of vast plan of removal. PICC removed at bedside by vast rn, no complications, confirmed line perforation at 2.5cm. Before removal, leaking at site noted that did not result in patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a split in the catheter tubing between the 2cm and 3cm depth marking. No details of the split could be discerned from the photographs. No additional damage was seen on the sample. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.